Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, no image was visible for the device; the screen remained blank with the error message e315 error unsupported scope observed. The plug body was found to have fluid ingress through out the body. Both moisture indicators were activated by the presence of fluid within the plug body and droplets of fluid were also evident. How the fluid entered the instrument could not be confirmed; however quality trend analysis has shown that fluid inside the plug body can result in image issues, temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore likely to be user handling. The outlet pipe is also blocked. Other incidental observations for the device are: light guide (lg) and objective cover glass are chipped and have worn glue; distal end c-cover, distal end rubber coating (a-rubber), control body colored ring, all are worn; switch 1 (sw1) has a hole; angulation is lower than standard and angle knob has play; up/down brake is not holding; water removal is out of specification; electrical safety test was failed; and leaking was found at control body. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded no image and the e315 unsupported scope error message was observed. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 07-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the leakage from the control section likely occurred from physical stress to the device which caused water to enter and damage the electrical components. It is likely that a piece of the accessories used with the device broke and entered the channel which clogged in the nozzle. The specific root cause could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables." Olympus will continue to monitor field performance for this device.